Event description:
It was reported that the customer was hospitalized for hbgs and low sodium. It was indicated that the customer was not feeling well due to stomach cancer, radiation therapy, and chemotherapy. The customer attempted a set change, but had used an old reservoir. It was stated that the battery was out of the pump during the event. When a new battery was inserted, the pump gave an alarm. The customer was assisted with clearing the alarm and resetting the pump.